Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys g medium with soft port. Smith & nephew received the above product complaint for no suction/failure to alarm. No samples, pictures or lot number information were provided or received for evaluation, therefore, a device history record review investigation could not be performed with the limited information provided. The complaint description includes that one of the dressings puffed up, indicating loss of pressure at the wound site, therefore, a possible leak. The negative pressure wound therapy system shall experience an extra controlled leak path when two soft ports are y- connected in a y-connection therapy. Therefore, the probability of leakage rises as the overall allowable leak rate for dressing application is reduced. There are many key factors that may affect the leak rate during dressing application such as: wound type, size, location and dressing application technique itself, therefore, it is recommended that health care professionals pay extra attention to achieve a proper/adequate seal during application. There was no risk to the patient, as this issue was observed during a demo workshop. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: renasys soft port gauze dressing failed. Soft port ¿puffed up¿ and dressing was leaking. No alarms noted on renasys ez plus.